Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event was not provided, estimated date entered.

Event description:
It was reported that the patient presented with a urethral erosion at the artificial urinary sphincter (aus) cuff site post radiation. The patient underwent surgery and the cuff was removed in order for the urethra to heal. There were no further patient complications.